Event description:
The customer reported that erroneously low platelet (plt) results were generated on a coulter act diff analyzer for four patients. Beckman coulter inc. Assessment of customer supplied patient data indicated the generation of erroneous white blood cell (wbc), red blood cell (rbc), hemoglobin (hgb) and platelet (plt) results for a single patient in comparison with repeat results on an alternate instrument that were higher and regarded as valid. It is unknown as to whether the erroneous patient results were accompanied by instrument generated flags. A corrected report was issued. Repeat results were provided for four additional patients however, the suspect initial results were not provided for these patients and hence were not included as part of this report. The erroneous initial plt, hgb, rbc and wbc results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated with this event. The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Patient samples were redrawn and rerun back to the last acceptable control run to confirm accuracy. Samples were microtainer hematology, complete blood count microtainers.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer observed that the customer was not mixing the microtainer sample tube correctly before analysis on the instrument. The field service engineer (fse) performed hardware checks on the instrument and all checks passed specifications. No failure was detected. Although a definitive cause has not been determined, incorrect sample preparation is suspected as a contributing cause.